Manufacturer narrative:
Evaluated three sealed reservoirs. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoirs were not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl, but an infusion set change resolved the issue. Customer's current blood glucose level was 156 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return set and reservoir for analysis. Customer is returning 8 out of each box of reservoirs and infusion sets since 2 were already discarded. Customer stated that the alarm occurred during manual prime. Customer was unable to troubleshoot as infusion set had already been changed. No additional information provided.